Event description:
Reporter indicated that their "handheld computer was not working yesterday" and she "did not know any further details." A cyberonics representative went to the site and the handheld computer with 7.1 programming software was "stuck on the hp invent screen." A soft reset and hard reset were performed and did not resolved the screen being "stuck." The handheld computer and the 7.1 programming software were returned to cyberonics for product analysis. The product analysis did not identify any anomalies that would have affected device performance or contributed to the reported event.